Event description:
It was reported innova's test displayed a negative result whereas tests results were positive on others brand. No further information was provided at initial report of the event. Attempts for additional information have been initiated.

Manufacturer narrative:
Investigation is ongoing and results are not yet available. Upon completion of investigation or receipt of new, relevant information a supplemental report will be submitted accordingly.

Manufacturer narrative:
The complaint investigation was updated to note referenced instructions for use erroneously reflects 96% clinical sensitivity. Clinical sensitivity is only high at a high viral load. Individuals with a high viral load are at higher risk of being infectious and transmitting the virus to others. Erroneous information is acknowledged and is being corrected (with succeeding version of the instructions for use) in the EU marketplace. The said update to the complaint investigation does impact the investigation cause coding and as such coding remains unchanged. Accordingly, no updates to the coding are being made with submission of this supplemental report. This is one of twelve related medical device reports. Related mfg. Report numbers are the following: 3017105091-2022-00008,3017105091-2022-00009, 3017105091-2022-000010, 3017105091-2022-00011, 3017105091-2022-00012, 3017105091-2022-00013, 3017105091-2022-00014, 3017105091-2022-00015, 3017105091-2022-00016, 3017105091-2022-00017, 3017105091-2022-00018, and 3017105091-2022-00019.

Manufacturer narrative:
Additional information was received from pharmacist and noted there were 12 patients tested with innova tests and had "false negative" result. All innova tests were from the same box and used test cartridges were discarded to the trash. Specifics on storage and handling noted the temperature at time of operating the test was ambient, in the pharmacy (not outside). Storage conditions at the facility were said to be in a controlled zone; temperature was respected, and test cartridges were immediately used upon opening. Further information obtained noted, these patients were also tested with a competitor product flowflex. The competitor brand flowflex tests were administered the same day as innova tests and was executed first. The pharmacist stated results of all tests were read after 15 minutes. The competitor brand flowflex displayed a positive result and the innova test results displayed negative. In response to the question why the pharmacist believes innova tests were false negative as there was no pcr test, it was state the competitor brand flowflex tests showed a positive result quickly. The innova tests did not show the same result with the same observation time. Further stated by the pharmacist, the high number of "failures" led to the conclusion innova tests are not reliable. The pharmacist further stated he could understand if this event occurred with one test, but it occurred with 12 tests - from box of 25, too many times. It was stated by the pharmacist no pcr tests were performed for each patient after the negative result with innova product and positive result with flowflex product. There was no report of patients experiencing any adverse effects/situation because of the "false negative" result. The complaint investigation has been completed and the results are the following: it was reported by the pharmacist, innova's test displayed a "negative" result and was considered as "false negative when compared to a competitor's test that displayed positive. The product was not returned for analysis; however, as the lot number was provided, a review of the device history was completed, and no anomalies were found. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. Pharmacists read results of both innova and competitor flowflex tests at 15 minutes. The pharmacists did not follow the instructions for use, as interpretation of the innova tests results were read ahead of the test method period to complete the results. Pharmacists reported innova test results were negative and flowflex test results were positive. But for the emergence of the two different situations, the pharmacist did not use a pcr test to confirm. It appears pharmacists used the competitor brand, in this case flowflex, tests as the benchmark for accuracy, which appears to be the reason for the report of false negative result for innova tests. The authenticity of the false negative result cannot be confirmed. According to the instructions for use, the test result should be read after 20 minutes no greater than 30 minutes. If the test method for reading the results is not followed according to the instructions for use, and the reaction is incomplete, it may lead to unexpected results. The reported event could not be confirmed. As there was no pcr test performed for each of the patients involved to confirm results (as stated by the pharmacist) and no return of the product(s) involved, issues with the test cartridges cannot be determined. According to the complaint investigation follow-up details, pharmacists did not follow the instructions for use for test method and reaction was incomplete, which may be the reason for "false negative" results. The reported event could not be confirmed. However, this event appears to be user related given test methods steps were not fully executed in accordance with the instructions for use. It is recommended that the testing kit be operated according to the specimen collection and assay methods in the body of the instructions for use. This is one of twelve related medical device reports. Related mfg. Report numbers are the following: 3017105091-2022-00008,3017105091-2022-00009, 3017105091-2022-000010, 3017105091-2022-00011, 3017105091-2022-00012, 3017105091-2022-00013, 3017105091-2022-00014, 3017105091-2022-00015, 3017105091-2022-00016, 3017105091-2022-00017, 3017105091-2022-00018, and 3017105091-2022-00019.